Event description:
The account reported that the alarms resolved when the patient was on batteries. The device operated as expected, but the patient needed to use the ungrounded patient cable. The patient was stable with no issues or new alarms. The plan of care was to continue to monitor, and the patient was advised to call with any further pump stops.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported pump stops could not conclusively be determined through this evaluation. The reported pump-stop events could not be confirmed as no log files were submitted for review. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The heartmate ii lvas patient handbook contains information on ¿caring for the driveline.¿ however, all hmii lvad drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 21nov2011. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Previous pump stops were reported under MFR# 2916596-2020-06435. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was seen in outpatient clinic and continued to have pump stops due to short. Patient was offered an ungrounded cable for home. The patient refused the ungrounded patient cable.